Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.82 inr. Customer held coumadin dose the night prior to this comparison because the customer had received >8.0 inr on that day as well. No adverse event reported. Requested return of suspect system and replacement was sent.